Event description:
The treating doctor reported that the patient had symptoms of tooth fracture and tooth loss involving ul5 and ul6, which split and broke at the gum level during treatment and were subsequently extracted. The patient did not report requiring any medical intervention as a result of the event. The patient did not report taking or being prescribed any medication to alleviate the reported symptoms. The treatment was discontinued on an unknown date and the patient is currently asymptomatic.

Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost." The treating doctor shared that the potential root cause could have been that the affected teeth were already compromised and could not confirm whether the event was related to the use of the product. Align's clinical review noted that both ul5 and ul6 had pre-existing dental crowns, and ul6 demonstrated features consistent with prior endodontic treatment. The patient underwent two rounds of aligner treatment consisting of eight and nine aligners, with no significant programmed movement for the affected teeth. A comparison of scans from 2024 and 2025 identified a fracture in the distal structure of ul6. There is no conclusive evidence provided that supports or opposes whether the invisalign system caused or contributed to the reported permanent damage. Based on the available information, the patient had permanent damage, and the invisalign system was being used. Therefore, an MDR will be filed in the united states per 21 cfr 803.